Manufacturer narrative:
The housing is coming apart due to broken mounting bosses at the bottom enclosure. The pre-recorded voice message does not play only clicking sounds can be heard due to a faulty voice chip. The visual findings revealed pry marks at the upper end of the unit. The unit may have been opened forcefully using a foreign object causing damage to the mounting bosses at the lower enclosure. Additionally, there are signs of excessive force or impact such as dropping or bumping and signs of moisture exposure that may have contributed to the faulty component. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported the has a muffled speaker. Upon inspection, it was discovered that the pre-recorded message does not play. The date the issue was discovered is unknown and no patient incident or injury was reported.